Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasions at 24.2 cm ¿ 24.5 cm from the connector pin consistent with friction to device can and 49.9 cm ¿ 50.5 cm from the connector pin consistent with friction to another device. Both were noted to breach the outer insulation exposing the outer coil. The cause of external insulation abrasions are consistent with friction to device can and friction to another device.